Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen at an unknown concentration, dose and frequency via intrathecal drug delivery pump for intractable spasticity. It was reported that the patient experienced increased spasms in her back and lower extremities. The reporter was from the emergency room (ER) and was unfamiliar with the pump, and was calling to get more information. The technical service specialist (tss) reviewed the device registration service (drs) information, including that the manufacturer did not have a concentration or dose listed. The reporter stated that the patient felt like the pump may be "malfunctioning" due to her experiencing increased spasms in her back and lower extremities. It was unknown whether this was a sudden or gradual change in therapy or symptoms. The reporter stated that it was somewhat difficult to get a clear history for the patient but that she was just recently implanted and did not know when she may be due for a refill. The tss transferred the reporter to the national answering service to have the local manufacturer representative paged to read the pump and provide information on hcps in the area that may be able to assist the patient. It was reported as unknown which device(s) were related to this event, and unknown if the symptoms were pump-related. No further complications were reported.

Manufacturer narrative:
Updated to reflect the information received on 2017-sep-06. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-06 from a healthcare provider. It was reported that the date of the event was not present in the hcp's notes. It was reported that a manufacturer's representative and a second hcp were contacted as a result of the initial report. The manufacturer's representative interrogated the patient's pump and could not identify an issue. The patient's pump was working from an electrical standpoint and was not empty. However, it was unknown if the device had definitively malfunctioned or if there was a correlation between the patient's symptoms and an unknown malfunction of the patient's pump. The patient's pump remained in service and the patient was given oral baclofen to supplement the pump medication. The patient was also referred to several other pain clinics and to a rehab facility. The patient was noted as having a spinal cord injury and being in a wheelchair. The patient's weight was provided. No further complications were reported.